Manufacturer narrative:
The hill-rom technician found that the power cord had a loose ground prong. The power cord was replaced to resolve the issue.

Event description:
Information received indicated the bed's ground impedance (resistance) is out of specifications.